Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the supply pressure sensor was not working correctly due to expired life of printed circuit board. The most probable cause of malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the pressure sensor of the subject device does not work properly. There was no patient involvement.